Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device which was returned to co. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: bullet tip condition; desuflation lever condition, conforming; inner gasket condition, non conforming; latch condition; obturator condition; outer gasket condition, conforming; reset button condition; sleeve condition, nonconforming; stopcock condition, confirming and trocar condition. Functional tests & results: does safety shield retract; flapper door functional, conforming; and lockout functional. Analysis conclusion: based upon the inquiry info received and the visual examination, it was confirmed that the rpt'd "white seal on the flapper valve, internal gasket, fell off". The inner gasket was received dislodged from its original position. The gasket was received complete. No conclusion could be reached as to how the inner gasket had become dislodged from its original position. Co reviews each incident as it occurs in an effort to continuously improve co's products and processes.

Event description:
The 511s was used during a laparoscopic cholecystectomy. It was reported the white seal on the flapper valve, internal gasket, fell off into the pt. The gasket was retrieved from the abdomen. The surgeon did use the device to complete the case. There was no consequence to the pt.